Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a defective degasser. The fse replaced the degasser to resolve the issue. (B)(4).

Event description:
A customer in (B)(6) reported the generation of erroneous glu (glucose) results on their au680 chemistry analyzer. The erroneous results were released from the laboratory; however, there was no report of injury associated with this event.